Event description:
The following description of the event was copied from a carefusion ventilation complaint form submitted by the distributor to the (B)(4) on behalf of the user facility in the (B)(6). "Following issues occurred after setting up and testing the device. After connecting the patient to the device, no pressure was built-up. After verification, the caps were broken and couldn't be refitted into the frame. One of the balloons was also broken. Patient had saturation descent for a short period. Give extra respiration with jr til a new hfo was set up."

Manufacturer narrative:
Carefusion has requested additional information regarding the reported event, device information and disposition of the patient via the foreign distributor. Neither the foreign user facility nor the foreign distributor submitted a user facility/importer report to the manufacturer. Event codes were derived based on information provided by the foreign distributor. The user facility in the netherlands determined that the most likely cause of the reported event was malfunctioning cap/diaphragms on the patient circuit. Carefusion has issued a return goods authorization (rga) number for the return of the alleged faulty cap/diaphragms for evaluation. As of the (B)(4) 2015 the alleged faulty cap/diaphragms be received and evaluated, a follow-up medwatch report will be submitted.